Event description:
Boston scientific received info that after the implant procedure, the threshold measurements were programmed to maximum output and there was no capture in bipolar configuration. Additionally, the impedance measurements were greater than 2,500 ohms in bipolar configuration. In unipolar configuration, all measurements were appropriate. Additional info received that this lead has been removed from service after the passing of the pt. There was no explant or exp date reported.